Event description:
(B)(4) clinical study. It was reported that cardiac arrest and death occurred. In (B)(6) 2013, clinical status assessment identified the patient¿s qualifying condition was unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the left posterior descending artery (l-pda) with 85% stenosis and was 19mm long with a reference vessel diameter of 2.25mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 20 mm study stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient was admitted to a skilled nursing facility (snf) for rehabilitation of acute encephalopathy. Three days from admission, at 08:45 hours, the snf staff found the patient stopped breathing. Subsequently, advance cardiovascular life support (acls) was initiated (cardiopulmonary resusitation (CPR) and ventilations using a bag valve mask (bvm)). At 08:58 hours, emergency medical service (ems) arrived, however, vomit was found in the mask of bvm while ventilations with no suction. Upon removal of the mask, a large amount of vomit spilled from the patient's mouth was noted and the patient was in cardiac arrest. Patient's skin was cyanotic from the middle of the chest to the head with no radial or carotid pulses. Continued CPR was provided with uninterrupted compressions at a rate of at least 100 per minute, however, after two minutes of CPR, the patient was noted to be in pulseless electrical activity (pea). The patient was then intubated; and intraosseus saline and two doses of epinephrine were administered. Despite CPR and epinephrine administration, the patient remained asystole. Upon arrival on the emergency room, the patient was unresponsive, pupils were fixed and dilated, bilateral breath sounds with bagging only, no discernable heart sounds and no pulse. On the same day, at 09:22 hours, the patient was pronounced dead and the cause of death was cardiac arrest.

Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).